Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for a diagnostic procedure, the camera head cable had poor image, no image when the cable was moved. The procedure was completed with a similar camera head. There were no reports of patient harm.

Event description:
It was reported that during preparation for a diagnostic procedure, the camera head cable had poor image, no image when the cable was moved. The procedure was completed with a similar camera head. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of cable unit, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of cable unit, there is noise in the image. Olympus will continue to monitor field performance for this device.